Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to resume insulin delivery. Reportedly, at the time of the call, the customer stated insulin delivery was able to be resumed and further assistance from tandem technical support was not needed. There was no information provided regarding the customer's blood glucose level.